Manufacturer narrative:
A ge service representative performed an onsite investigation and reseated the pins on the lemo connector. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy outside of a case. No patient injury was reported.